Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, pelvic organ prolapse, enterocele, rectocele and cystocele with concurrent anterior colporrhaphy, enterocele closure and posterior colporrhaphy. It was also reported that following insertion the patient experienced recurrent urinary tract infections, erosion of mesh into the bladder, urinary incontinence, urinary urgency and frequency, incomplete emptying of the bladder, pelvic prolapse and pelvic pain. It was further reported that the patient underwent surgery for small bladder capacity, interstitial cystitis and large cystocele on (B)(6) 2004. The patient underwent surgery on (B)(6) 2005 for abdominal sacrocolpopexy and vaginal vault prolapse. It was reported that intepro lpp y-sling was implanted to repair the vaginal vault prolapse. The patient underwent transurethral resection of bladder foreign body on (B)(6) 2010. Additionally, on (B)(6) 2011, the patient underwent a laser ablation of a bladder foreign body. It was reported that the patient underwent an open excision of mesh from the bladder with bladder repair on (B)(6) 2011 due to recurrent utis and erosion of mesh into the bladder. No additional information was provided. (B)(4).